Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer's father also stated that would be air bubbles in the customer's tubing. Customer's blood glucose was unknown. The father also reported the air bubbles were bigger than normal. Troubleshooting found the air bubbles did not persist after an infusion set change. The father also reported a leak in the customer's reservoir during troubleshooting. It was found the leak was occurring during the priming process in the reservoir. Father also stated the leak was past the second o-ring. Customer was advised to replace their reservoir. No additional information provided.